Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post-implant induction testing, the right ventricular lead exhibited undersensing of the induced arrhythmia due to the low amplitude of the signal. Following a paced event and subsequent increase in the amplitude of the arrhythmia signal, the lead appropriately sensed the arrhythmia. The physician believed the low amplitude signal was a result of the arrhythmia and not caused by the lead. The lead was left implanted. The patient later presented in the hospital after receiving a vibratory alert due to high, out of range, pacing lead impedance, and non-sustained oversensing on the right ventricular lead. In-clinic measurements were normal. The physician elected to enroll the patient in remote monitoring and no lead revision is planned at this time. The lead remains implanted and the patient was in good condition.